Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial report stated that there was patient harm. During subsequent follow-up with the affiliate, it was reported that there was no patient harm. Based on the initial information, this report was filed as a serious injury. However, based on the follow-up information from the affiliate, it was determined that this event was a product malfunction and not an adverse event. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device heated. There was a delay in the surgical procedure; however, duration of the delay was unknown. It was not reported if a spare device was available for use. It was reported that there was patient harm. It was not reported if and/ or what medical intervention was performed as a result. Several attempts have been made to gain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.